Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as model number and batch/lot number are unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was initially reported by a surgeon that an acu-sinch had failed. Further follow up determined during a study performed by this surgeon and his colleagues, a complication had occurred. The surgeon's study aimed to evaluate the medium-term clinical and radiological outcomes of neer type-iib clavicle fractures tradered with the acumed acu-sinch repair system for cc ligament reconstruction when used in associated with a pre-contoured clavicle distal locking plate. The authors performed a retrospective cohort study for patients with neer type -iib clavicle fractures treated at their facility between (B)(6) 2021. Patients that underwent cc ligament augmentation in association with distal locking plate fixation for neer type-iib clavicle fractures were included. In the study. It was reported one patient developed a fibrous union. It was reported the implant was retained. Patient reported to be in mid-40s.